Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and power on self-test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during power on self-test. The cause of the condition was inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.